Manufacturer narrative:
A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a permanent implant procedure of the ipg, when the physician tunneled the existing lead to the ipg, he used a clamp instead of the tunneler. This caused some contacts to become crushed. The physician was able to successfully implant the remaining contacts into the ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that during a permanent implant procedure of the ipg, when the physician tunneled the existing lead to the ipg, he used a clamp instead of the tunneler. This caused some contacts to become crushed. The physician was able to successfully implant the remaining contacts into the ipg. The patient is reportedly doing well following the procedure.